Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2025. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2025. Product was provided for investigation. An external visual inspection was performed and passed. An internal visual inspection was performed and failed. The allegation was undetermined via product. The probable cause could not be determined. No injury or medical intervention was reported.